Manufacturer narrative:
It was reported that during set up the metal cap on the top of the handle broke off. There was no delay or injury reported, the procedure was finished with the same device. As of today, the instrument, which was used in treatment, and additional information has been requested for this complaint but has not become available. A quality investigation has been performed to confirm the whereabouts of unreturned instruments and as of this time they are not within s+n control. Without definitive part numbers a complete complaint history review cannot be performed for the devices involved. A complaint history review was instead performed using the part number for a bhr curved cup introducer in search of complaints involving damaged or broken component / break throughout the lifetime of the product. Similar complaints have been identified and this will continue to be monitored. Without a provided batch number, there is no traceability within sap and the manufacturing records for this device cannot be reviewed. However, all the released instruments involved would have met manufacturing specifications at the time of production. Should more information be provided at a later date, this task will be reopened and completed. It should be noted that the bhr surgical technique 04727 v2 45670103 revc 01/18 states, "examine instruments for wear or damage before use. While rare, intra-operative instrument breakage can occur. Instruments that have experienced excessive use or force may be susceptible to breakage". Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the instrument or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that during set up the metal cap on the top of the handle broke off. There was no delay nor injury reported, the procedure was finished with the same device.